Event description:
On 04-sep-2025, the user reported mismatched blood glucose (bg) readings between their meter at 199 mg/dl and the ilet at 240 mg/dl, with an initial bg of 265 mg/dl. Upon removing the infusion set, blood spurted from the site for about 90 seconds. A new infusion set was inserted, after which meter and pump readings aligned. The user's blood glucose (bg) was 163 mg/dl at the time of call. Blood glucose (bg) was corrected with a supply change. No symptoms during the event, and no outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.